Event description:
The rotator broke during a left ventriculogram procedure. Injector settings at; flow: 12, volume: 30, pressure limit: 1200 psi. The incident occurred twice in a row. No harm or injury was reported. The customer reported this happened twice in a row. This is one of two reports for this complaint. 1721504-2010-00429.

Manufacturer narrative:
Device eval: two used suspect devices were returned for eval/investigation. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The devices were examined visually and the complaint was confirmed. The rotator on the tubing section was separated at the bond between the collar and the housing on the first device. The second device had the rotator separated at the bond between the collar and the housing on the stopcock. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval: method: device history record was reviewed, complaint database was reviewed.